Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced error by performing a bf prime. While troubleshooting, fse found wash syringe not priming optimally to clear air bubbles. Fse cleaned syringe and replaced bushings and o-rings. Fse performed bf prime multiple times with no errors, ran daily check, patient samples and quality control run, without errors and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: b/f probe 4 purge failure. Cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to failed wash syringe bushings and o-ring.

Event description:
A customer reported getting error message "2242 b/f probe 4 purge failure" during daily check run on the aia-2000 instrument. The customer replaced the wash tips due to air bubbles found in the tubes connected to the top of the probe. The customer attempted bf prime but error persisted. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.